Event description:
The customer reported being hospitalized due to low blood glucose. The blood glucose reading at time of call was 40mg/dl. The customer stated that she treated and her glucose level rose to 134mg/dl. The customer stated that she has memory loss condition and did not have any details about her admission. The customer also mentioned that she had a MRI done while wearing the insulin pump. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.